Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. A manufacturing investigation was performed for the subject device. The protect sleeve (subject device) 11.5/9 l178 f/afn was received with traces of utilization (scratches and deformations) on shaft position 1. Labeling on the product is present and readable. The color (purple ti-c130) on the holder ring is present on the device. Manufacturing records were reviewed and no deviations were detected. The subject device met specifications at the time of manufacture. The reported complaint ¿drill sleeve unable to fit into protection sleeve¿ was not confirmed. Since the complained product met all specifications the reported complaint is not valid from a manufacturing standpoint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had a femoral shaft fracture. It was reported that during the procedure, the drill sleeve did not fit into protection sleeve. This was the case for both pairs of magenta sleeves. The surgeon continued without inner drill sleeve, firing guide wires through outer protection sleeves. The surgery was completed with the correct final position of recon screws; however, this technique was very demanding and timely. There was no harm to the patient. A twenty minute surgical delay was reported. This report is 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.